Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent lysis of adhesions on (B)(6) 2012 due to closed loop obstruction with ischemic bowel. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with posterior colporrhaphy with perineorrhaphy and cystourethroscopy on (B)(6) 2009 due to urodynamic stress incontinence with urethral hypermobility and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.